Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an hyperglycemic event on (B)(6) 2025 due to kinked cannula event. Blood glucose level was 445 mg/dl at the time of the event. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6009476 have already been previously tested in the 2218307 on 21-may- 2024. Test results: the reference samples were visually inspected and tested for air flow and air leak. All test results were within specifications as per the test report 2218307. Device history record (DHR) review: the lot 6009476 was manufactured according to the work instruction (wi) version 74 and packaging in the line 6, on 01/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6009476 and two complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.